Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained after record review, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure with the esophagus, the jaws of the ligasure device did not open smoothly. The difficulty in opening the device caused no patient harm.

Manufacturer narrative:
(B)(4). Evaluation of the returned used device confirmed the reported condition. Examination found the device jaws were locked shut with the knife trapped and contained within the jaws. The jaws would not open due to the position of the knife, and the issue is attributed to user error. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Tissue in the webbing can also contribute to this issue by preventing the knife from retracting far enough to allow the jaws to open. More frequent cleaning reduces difficulty in using the knife. The instructions-for-use included with this product cautions users to keep the instrument jaws clean to prevent the build-up of eschar. It also states that the jaws should be closed and locked before activating the cutter. Review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this issue.